Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model #: sc-2316-50, serial #: (B)(4), description: infinion 1x16 perc lead kit-50 cm; model #: sc-3400-30, serial #: (B)(4), description: infinion 1x16 perc lead kit-50 cm; model #: sc-4316, serial #: next generation anchor kit-sterile, description: (B)(4).

Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason. No device malfunction was suspected.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure due to patient would like to explore other options. There was no issue with the device. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason. No device malfunction was suspected.